Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a device status change indicating that implanted device not found when attempting a remote transmission. Technical services (ts) indicated that if a software update was performed, given that the device has been implanted for 10 years it could possibly be that telemetry was disabled and recommended confirming the device status using the programmer at an in-clinic visit. If it is confirmed that zip telemetry was disabled, then this device should be replaced. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a device status change indicating that implanted device not found when attempting a remote transmission. Technical services (ts) indicated that if a software update was performed, given that the device has been implanted for 10 years it could possibly be that telemetry was disabled and recommended confirming the device status using the programmer at an in-clinic visit. If it is confirmed that zip telemetry was disabled, then this device should be replaced. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report includes patient information. If additional pertinent information is provided in the future, a supplemental report will be issued.